Manufacturer narrative:
Incidental findings: damaged white power cable, dim leds. Manufacturer's investigation conclusion: the reported event of a broken white bend relief was confirmed. The returned system controller¿s (serial number (B)(6)) white bend relief was observed to be broken upon arrival (connector side). The controller was functionally tested and was found to perform as intended despite the damaged bend relief. A log file was extracted from the controller during testing; however, no atypical events were observed and the damaged bend relief did not prevent the system from operating as intended throughout the data. The root cause of the damage to the system controller was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the white bend relief on the primary system controller was broken. A system controller exchange occurred without incident.